Manufacturer narrative:
A copy of the recording from this case was received for analysis. The analysis confirmed that the physician performed a successful auto registration and navigation but could not reach the target so he performed another successful auto registration but again could not reach the target. The last turn on the way to the target was most difficult to reach and unfortunately, there was no other pathway to the target. This was not a fault of the user, system, or the software.

Manufacturer narrative:
The investigation of this complaint is pending. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia. No return.

Event description:
The site reported that there were difficulties navigating to the lesion. Therefore, the superdimension portion of the case could not be completed with the patient under general anesthesia. The case was completed using other methods and there was no harm or injury to the patient reported. There was no allegation that the superdimension system malfunctioned.